Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they replaced the arctic sun device because the original device was unable to give power. Therapy was being delivered on another device. The first device was s/n (B)(6). Nurse found an outlet for the first device and powered it on. They got alarm 45 (ac power lost). Event log shows alarm 64 (non-recoverable system error, unable to enable pump power - control processor). Explained alarm 45 was caused by unplugging the device prior to powering it off by the switch. Explained alarm 64. The device was unable to enable pump power (control processor). Proper steps are to turn the control module off. Wait 30 seconds and turn the control module on. If alarm persists, send device to biomed. If alarm did not persist it was okay to continue therapy. Reservoir level was 4. Explained it will be acceptable to use device on another patient should another patient come in. Alarm should not return, but if it did, send to biomed.

Event description:
It was reported that they replaced the arctic sun device because the original device was unable to give power. Therapy was being delivered on another device. The first device was s/n (B)(6). Nurse found an outlet for the first device and powered it on. They got alarm 45 (ac power lost). Event log shows alarm 64 (non-recoverable system error, unable to enable pump power - control processor). Explained alarm 45 was caused by unplugging the device prior to powering it off by the switch. Explained alarm 64. The device was unable to enable pump power (control processor). Proper steps are to turn the control module off. Wait 30 seconds and turn the control module on. If alarm persists, send device to biomed. If alarm did not persist it was okay to continue therapy. Reservoir level was 4. Explained it will be acceptable to use device on another patient should another patient come in. Alarm should not return, but if it did, send to biomed.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Therapy was being delivered on another device. The first device was s/n (B)(6). Nurse found an outlet for the first device and powered it on. They got alarm 45 (ac power lost). Event log shows alarm 64 (non-recoverable system error, unable to enable pump power - control processor). Explained alarm 45 was caused by unplugging the device prior to powering it off by the switch. Explained alarm 64. The device was unable to enable pump power (control processor). Proper steps are to turn the control module off. Wait 30 seconds and turn the control module on. If alarm persists, send device to biomed. If alarm did not persist it was okay to continue therapy. Reservoir level was 4. Explained it will be acceptable to use device on another patient should another patient come in. Alarm should not return, but if it did, send to biomed. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Corrections: d, e UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.